Event description:
The pt and her sister have glycogen storage disease and are dependent on continuous feeding to maintain their blood sugar. The zevex infinity pump shut off and cleared all settings without warning leading to seizures and hospitalization for the pt and hypoglycemia in her sister which received timely intervention. Add'l info rec'd from reporter 5/12/2010: at the time of complaint, the family was not willing to give up the pumps. Once the pump was returned, I requested a pump eval just so we know if any pump issues exist. I trusted that moog would be interested in the same info; however, within 2 weeks, the pumps were serviced and returned without any follow-up or contact. Enteral feeding can be life saving or threatening for several disease states. Thank you for your assistance. This letter is to complain about and question the manner in which my request for 2 infinity zevex pump evaluations were addressed. (B)(4). I contacted our moog rep in (B)(6) 2010 regarding the above pumps which had been provided to a pt during the late 2008 infinity pump recall. There had been an adverse event which was reported to the FDA, however, at the time the family was not willing to give up the pumps for eval. The family had released the pump and I wanted to provide the pumps to moog for eval. I received a message from (B)(4) that he had to speak to me first. After I did not hear back from him, I contacted moog to reach mr (B)(6) and mr (B)(6) who had been involved as told to me by the family. I was informed that only mr (B)(6) was available. He referred me to receiving to go through the appropriate channels for returns. I followed the process as instructed. Less than 2 weeks later, I received the pumps back as if I had requested maintenance service. I expected a much higher level of response from your company. I expected a report as to your findings.

Event description:
The pt and her sister have glycogen storage disease and are dependent on continuous feeding to maintain their blood sugar. The zevex infinity pump shut off and cleared all settings without warning leading to seizures and hospitalization for the pt and hypoglycemia in her sister which received timely intervention.